Event description:
Port-a cath placed in 05, on 2/13/06, flouro pictures taken. Port-a-cath revealed a fracture of the cath & lodged in pulmonary artery. Removed by cardiologist. No adverse outcome to pt.